Event description:
Pt in study experienced wound dehiscence on two separate occasions. No further complications following resuturing of the lead incision site. Info from foreign reporter. No further info on this patient or device is available.